Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that smart remote manager was failed. The field service engineer (fse) assisted the customer in updating the settings and saved them successfully. The temperature matched the reading on the external refrigerator thermometer. The system functioned as intended after the field service engineer assisted the customer troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager had failed and was not detected on the bus, and it was not connected to the fridge and could be easily removed, so the facility had rigged it with a key to keep it functioning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.